Event description:
During a colonoscopy, a cook disposable hemostasis clip was used. The clip would not deploy and would not release from the pt. The clip was able to be opened for removal from the clipping site. The user was able to pull the clip off and use another clip to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated from the handle. The clip remains attached at the distal end of the device. A close visual exam under magnification confirmed a crack in the housing. There were no defects or anomalies observed on the components returned that would have contributed to detachment at the handle. During a functional test the device was advanced through a pentax ec3840tl colonoscopy (2.8 mm channel) placed in a simulated lower gi position. Hemostats were used to manipulate the drive wire inside the handle. The clip opened and closed on a simulated tissue sample. The clip deployed and remained attached to the tissue sample. After deploying, 2 cracks were observed on the housing. The handle was disassembled to examine the drive wire inside the handle. Our lab eval confirmed that this device was mfg prior to initiation of a correction action to reduce occurrences of this nature. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.